Event description:
A customer reported a cataract system is acting funny during a procedure. The pt experienced a chamber collapse. Add'l info has been requested, but none has been rec'd.

Manufacturer narrative:
The company rep examined the system and no problems were found. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. A review of the system event log did not reveal any system message or unusual event captured on the date of the reported event. The root cause cannot be determined conclusively. (B)(4).